Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer initially failed to resolve the issue by reloading the same cartridge, but successfully loaded a second cartridge, which resolved the problem, allowing them to resume insulin use.